Event description:
Pt's mom called in to state that one of the ms3 pumps (sn (B)(4)) is not functioning properly. When asked what was wrong with the pump, mom stated that she didn't believe that it was giving the patient the proper dose of remodulin. When using this pump, pt would have worsening pah symptoms and they noticed more was left over in the syringe than they believe should have been there even though it was running. When they switched to their other pump, everything was fine and "pt made a recovery" with her symptoms. Pt has an appointment with md soon and will discuss. We are sending pt a new pump and return box. No other information is known. Dose or amount: 120nkm. Frequency: continuously. Route: sq. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: pah.